Event description:
The pt has been revised due to a broken captured hip screw barrel. Doi: 1997. Problem suspected: dec. 1999 or jan. 2000. The surgeon has expressed concern over their surgical technique. No revision date or pt info has been provided.